Manufacturer narrative:
Concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (sn# (B)(6)) sigphandle, sig power sigphandle handle (sn# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic colon resection, the cycle test was performed when the 60mm reload was connected. The reload was articulated, and the indicator shown zone three when the jaws were closed. During firing, a strange click sound was heard immediately after pressing the green button, and the firing was stopped, and it was unable to fire. The surgeon had difficulty opening the jaws. The reload was articulated, but it did not return to the neutral position. The surgeon noticed that something was protruding from the proximal side of the reload due to articulation and it could not be removed from the 12mm trocar. The reload was removed from the patient along with the trocar. A manual handle with a new 60mm reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that there was a trocar stuck on the adapter and reload. The reloads jaws were open, and the reload was herniated out the left side with blowout plate damage. There was a gap between the adapter and reload, and the reload was tilted to the right. Functional testing found that the reload attached to the adapter could not be removed. The adapter articulation mechanism was re-centered, but the reload still could not be removed. When the adapter firing rod was being put back into home position, the adapter's firing rod pulled through the laminates. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the instrument did not fire, it made strange noise, difficult to straighten and difficult to remove from trocar. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.